Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient experienced an event of kinked infusion set tubing on (B)(6)2025. The infusion set was in use for one hour. The patient replaced infusion sets and resumed insulin successfully. No more information available,

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-03906), was submitted on 18-march-2025. Based on the investigation result, it was found that their was no defect/malfunction related to infusion set. Now, this case has been determined to be non-reportable after the investigation result received on 20-may-2025. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.